Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional reported that patient had return of symptoms for implantable neurostimulator. They had changed the setting surgical intervention was planned for (B)(6) 2017. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative and it was reported that the cause of the return of symptoms was not determined. A revision was done and it was pocket only. No further complications were reported.

Manufacturer narrative:
Changed from "adverse event and product problem" to "adverse event". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient had return of symptoms for implantable neurostimulator. They had changed the setting surgical intervention was planned for (B)(6) 2017. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.